Event description:
The tibial insert failed to lock into the already-implanted femoral and tibial components. Tibial inserts (10mm & 12mm) provided were not compatible with the femoral and tibial components. Pt had to return to surgery the following day for insertion of the correct tibial insert.